Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving many shocks. It was noted that the device undersensed atrial events that subsequently led to therapy delivery. Programming changes were made. Patient had no new event since device reprogramming.